Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe luer slip with needle was found with a broken needle cap.

Manufacturer narrative:
H.6. Investigation: photo evaluation: 3 photos were received for investigation and observed broken needle shield. Sample evaluation: one actual sample without package was returned for investigation. Observed shield was damaged. Observed hub was damaged and the damage position coincides with the damage shield. The complaint is confirmed and product is out of specification. From the review of the sample, the non-conformance could have happen at the assembly machine where at the needle infeed dial, the assembled needle was delayed in feeding into the dial pocket resulted it to hit the side of the dial causing damage to the shield and hub. The damage needle was eventually assembled with the syringe and flow to the downstream process. The machine's history was reviewed and all samples reviewed passed inspection.

Event description:
It was reported that a bd¿ syringe luer slip with needle was found with a broken needle cap.